Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was normal. No anomaly was found.

Event description:
It was reported that during implant, when the rv lead was connected, there was no output. The device was replaced. The patient was fine after the event.